Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was intermittently not delivering insulin after a bolus was requested. During troubleshooting with tandem technical support, it was verified that drops of insulin were not observed to be coming out after requesting a bolus for 10 units. Blood glucose level was 159 (mg/dl). Reportedly, the customer had manual injections available as alternate insulin therapy.